Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they don't feel well following an unrelated medical procedure in which they were exposed to a magnet. They are concerned that the implantable pulse generator (ipg) may not be pacing "right". The ipg remains in use. No further patient complications have been reported as a result of this event.